Event description:
Information received by medtronic indicated that, customer reported insulin pump had blank display and keypad anomaly. No harm requiring medical intervention was reported. Troubleshooting was performed and customer stared that insulin pump was submerged in water. The customer will discontinue use of the device and insulin pump will be returned for the analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Customer stated that the notification light started flashing, insulin pump had a blank screen when they tried to remove the battery a stuck button alert comes up when they puts the battery in, it blinks red again. Customer stated that they did not press a button down for 3 minutes or longer. Customer stated the display was not blank less than 30 seconds and did not return. Customer stated display was blank currently. Customer stated the contacts on the battery cap were not missing or damaged. Customer stated battery compartment and spring were neither damaged nor corroded. The customer was assisted with troubleshooting and display did not returned back. Device was returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Retainer ring = black. Case type = ngp. Customer returned pump for an alleged blank display, button error alarm and exposed to moisture found on (B)(6) 2022. Pump was received with an unresponsive select button. No damage noted to keypad assembly and j1 connector on pcba 1 was locked properly during visual inspection. Unit failed keypad voltage test, with select button voltage measurement of 0.65v due to a low impedance circuit. Verified pump alarmed stuck key alarm on 10/03/2022 at 18:09:30.000. Unable to perform the displacement test, active current test, sleep current test and self test due to unresponsive keypad. No blank display noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected alarms or alerts noted during testing and in the history files or traces. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor, force sensor, harness assembly vibrator and keypad flex tail. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay and keypad overlay texture damage. Blank display was not observed during analysis. Blank display not confirmed. Keypad unresponsive/button error alarm was confirmed due to a low impedance circuit. Exposed to moisture confirmed on the electronic assembly, motor, force sensor, harness assembly vibrator and keypad flex tail. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The initial report was submitted with missing information. The information had been updated and provided with this report in section b5. Medical device problem code has been updated and provided with this report in section h6.